Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found normal device characteristics.

Event description:
It was reported that the right atrial lead could not be fully inserted into the implantable cardioverter defibrillator connector. The lead was not used.